Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The caller stated the left hand bed rails are wearing out the anti rattle and the rail mounts. The rails keep falling.